Event description:
Medtronic received information that pipeline vantage had lost wall apposition at 180 day follow up. Patient medical history previous smoker, controlled hypertension, hyperlipidemia, clipping of right mca (B)(6) 2020. Baseline aneurysm characteristics: never ruptured and never treated left ica c6 saccular aneurysm measuring 4 mm x 3.5 mm with neck size 2.8 mm. Baseline aneurysm symptoms of confusion, decreased concentration or memory loss, dizziness and producing abnormal words. Corelab reported wall apposition achieved at index procedure and at follow-up imaging on (B)(6) 2021 but then reported wall apposition not achieved at the 180-day follow-up visit on (B)(6) 2020. Site has been queried to verify corelab finding and to confirm if therewas a device deficiency of the study device. Corelab and site reported aneurysm occlusion status raymond & roy class 1 with neck coverage achieved at the 6 month and 1-yr visit. No impacts to patient was reported. Additional information received reported raymond & roy class 1 with neck coverage achieved at the 6 month and 1-yr visit. No impacts to patient was reported. Corelab reported "pcom occluded" at the 1-yr follow-up imaging taken on (B)(6) 2021. No actions or interventions were reported. Additional information received reported site has denied corelab finding of wall apposition not achieved at the 180-day follow-up dsa imaging on (B)(6) 2020 with response "the proximal wall apposition was near to exact after the procedure so no balloon dilation was attempted. The result was interpreted good enough. No device deficiency was discovered." Additional information received reported new or worsening of existing neurological deficits (transient (tia) or permanent (stroke, cerebral infarction))" at the follow-up assessment performed remotely on (B)(6) 2022. Additional information received reported that the site confirmed there was a data entry error and there was no stroke for this patient. Additional information received reported that per corelab image read, "braid change of pipeline foreshortening", "braid change of pipeline braid hump deformation", and "braid change of 25-50% distal pipeline fish-mouthing" was reported at the 180-day follow-up 3d dsa/ dyna CT imaging performed on (B)(6) 2020. Pipeline foreshortening was also seen at the 12m follow-up 3d dsa/ dyna CT imaging performed on (B)(6) 2021.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.